Manufacturer narrative:
(B)(4). No complaint sample is available. After completing x-ray on the patient a shadow was found. Doctor utilized the gastric camera and found viscous secretion in the stomach and the foreign material was removed. This foreign material could not be identified. Msds sheet was provided to the facility. Customer was unable to confirm if the customer ingested the gel and they reported the death in a follow-up email. No further action.

Event description:
The customer reported that it was possible for the patient to swallow the ECG. We don't know whether the injury or medical intervention is required or not. The customer requested us about the impact of health hazard. Additional information received 13jan2017 - patient information: age: (B)(6), sex: female, primary disease: renal insufficiency(dialysis patient) background (B)(6) 2017 start to off-food treatment; (B)(6) 2017 the patient caught pneumonia. She received x-ray. In the stomach, there was a shadow of 10 mm, 7 mm. On (B)(6) 2017 the doctor used the gastric camera and found the fm of viscous secretion in her stomach. In addition, the doctor removed the fm from her stomach. (The doctor has the fm). On (B)(6) 2017 the doctor used the gastric camera again, but there was nothing. Additional information received 16jan2017 - patient has died.